Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that a leakage occurred during administration. One video was provided to our quality team for investigation. Upon inspection of the video, leakage was observed between the connection of the syringe and needle. It was noted that the syringe used was a a luer slip connection. It is important to note the spinal needle should be used with a threaded luer connection to ensure a secure connection. A device history review was performed for lot 2502010 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2502010 were reviewed and verified product met all required limits. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed, the luer was confirmed to meet required specification, and no leakages occurred. While a direct cause could not be identified, the leakage may be related to the use of a non-threaded luer slip connection. Without physical samples to evaluate, this cannot be confirmed, and a definitive root cause cannot be established at this time. Complaints related to this device and reported condition will continue to be monitored by the quality team for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd spinal needle 27ga 3.50 in for india had leakage at the luer connection. The following information was provided by the initial reporter: customer is using bd spinal 27g and bd emerald 3ml for anesthesia, while administration of anesthesia drug syringe started leaking on (B)(6) 2026 - received an email response from complainant for information. The customer has reported leakage from the bd spinal needle 27g, even though a bd syringe was also used during the procedure. As seen in the shared ot video, the doctor is using a bd emerald syringe. We have attached the image of its batch number for your reference. This is a luer slip syringe used in combination with a bd spinal 27g needle. The batch image of the spinal needle has also been attached for your review. Attached another video for reference.